Event description:
Device malfunction: vessel locator wings failed to fully collapse. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after releasing the clip and device removal from the patient anatomy, it was found that the vessel locator wings had not fully collapsed. After a few seconds the vessel locator wings collapsed without any manipulation. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.